Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 74-year-old female undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. Post procedure, reported there was significant bleeding noted around repo sheath post pannus release. When pannus was secured during the procedure, there was no bleeding. All issues occurred once patient's panis was released. While in ICU, post procedure patient continued to have significant bleeding from access site which required patient to have blood transfusion and subsequent early explant of the impella per physician request to stop bleeding.

Manufacturer narrative:
The investigation into the access site bleeding - major issue has been completed since the original report was submitted. The device was not returned for investigation. The root cause of the access site bleeding cannot be determined since the product was not returned and insufficient clinical details were provided.